Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
Information in reference to a clinical trial that involved the merit wrapsody¿ was received. The patient experienced a thrombectomy of arteriovenous loop graft in the left upper arm with covered stent for left brachiocephalic - subclavian vein. Flow after thrombectomy 800 ml/min. No clinical problems.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and one additional relevant complaint for this lot number was found. The product history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.